Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported, the device did not deliver. The device was returned to the purchasing department from the inpatient medical surgical unit with a note that stated, "sounds like it is running, pump shows it's running, but no drips coming out." No specific pt information, device programming, or event details were provided. There were no reported adverse pt effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.